Manufacturer narrative:
Device information has been requested. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent a heart failure sensor implant on (B)(6) 2017. During the procedure, after the sensor was deployed the patient developed hemoptysis. As a result, the patient was intubated, stabilized and admitted to the ICU. Approximately six hours post procedure, the patient went into cardiac and respiratory arrest and expired. The patient's cause of death is unknown at this time.